Event description:
It was reported that there was no insulin being delivered from the cartridge. Customer performed a supply change to resolve the issue and resumed insulin delivery. Customer's blood glucose level was 256 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.